Manufacturer narrative:
The 16cm thermage tip used on the patient was discarded after use, however on (B)(6) 2018 the data log files were evaluated. Based on the evaluation of the data, the system and the handpiece performed as expected. Additional investigation results are pending.

Event description:
A user facility reported that a patient sustained a burn on their upper abdomen after a thermage treatment. Treatment was started with a 16cm body tip with a treatment energy level of 1.5, using coupling fluid. Upon delivery of the fourth pulse the patient felt pain and the pulse site developed a burn/redness mark. The doctor elected to switch to a 4cm total tip and was able to complete the patient treatment with no issues. Hydrocortisone cream was prescribed for the burn. On august 3, 2018 it was reported that the burn became a blister, and the patient had post inflammatory hyperpigmentation. It is not yet known if there will be any permanent scarring.

Manufacturer narrative:
The 16cm body tip used was discarded, therefore the lot number and/or tip are unable to be obtained for for product evaluation. According to thermage flx system user manual (p009418-03 rev. A) burns, blisters, and redness are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Redness/ erythema may occur in mild form and typically resolve within a few hours. However, on rare occasions, erythema has been reported to last longer (up to several weeks). Blanching usually resolves within twenty-four (24) hours. A review of the datalog showed the system and handpiece were working as intended. The customer reported the event occurred when using the 16cm treatment tip. The 16cm flx body tip was discarded. Customers¿ reported issue with 16 cm tip was unconfirmed since the tip was not returned for evaluation. Customer stated they inspected tip before use. Based on the available information, no causal factors can be determined and no conclusion can be determined. Though requested, no additional patient information has been received.